Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy suture was not confirmed; however, a suture retrieval issue likely occurred. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under separate a medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath, prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed and the sutures were being harvested, the knot came out with the suture; the artery was not captured. Both proglide devices had the same failure. Two proglide devices from a different lot number were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.